Event description:
I am currently using dexcomg6 cgm. I am a type one diabetic. I have been using this product since (B)(6) 2019 with no problems. Today after removing device from my body after 10 days of use I had a bad rash. Apparently this is a new issue with the products adhesive and the company is not taking responsibility but hundreds of users are complaining and we need help. FDA safety report ID# (B)(4).